Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (500 mcg/ml at 99 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the healthcare provider (hcp) was having trouble refilling the pump after the patient gained weight.  They revised the pocket to make it more shallow. When doing that, they were not able to aspirate from the catheter so they decided to replace it.